Event description:
Customer reported that the insulin pump has a black circle on screen and inquired on how to suspend the device. It was noticed that the customer received a failed battery test alarm and the device is not on suspend. Customer was advised to get a new battery to insert and get back in contact if the failed battery test recurs. Blood glucose value is 238 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.